Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1200 mg/dl, "passed out and was incapacitated", and "experienced cardiac arrest"; cause was not known. Customer administered a bolus via the pump to address bg and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 7 days later with the issue resolved and no permanent damage. Reportedly, customer's continuous glucose monitor was unavailable due to a non-tandem sensor issue and therefore the customer found it difficult to manage their diabetes without this reading. Tandem technical support reviewed pump logs and confirmed that pump was functioning as intended. The customer reverted to an alternate method of insulin therapy.